Manufacturer narrative:
The customer's meter was received for investigation. Meter would not power on. The meter¿s battery compartment was found to be contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated there are missing characters on the screen and some are greyed out. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.